Event description:
All attempts to the treating psychiatrist for additional information have been unsuccessful to date.

Event description:
The treating psychiatrist reported to the manufacturer that the patient's increased depression was above his pre-vns baseline level and was due to his disease process and not the vns. The patient is having ect treatment as an intervention, and is improving slightly. No medication or vns programming changes preceded the onset of the increased depression. The patient's current vns settings are 0.5ma/25hz/250pulsewidth/30sec on/5 min off.

Event description:
Reporter indicated he was having increased depression. The reporter stated the vns had worked very well for his depression for the past 4 years, but the depression had increased recently. The vns duty cycle was increased from 10% to 18% by the treating psychiatrist recently as an intervention. Attempts for further information are in progress.